Event description:
Mesh implanted in patient in 2006. It was reported that 8 days later the patient presented with a post-op infection.

Manufacturer narrative:
No product has been returned for evaluation and no more pertinent information has been made available to date. We will submit a follow up report when/if additional pertinent information is obtained.